Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
It was reported that there was a speaker technical fault. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
It was reported that there was a speaker technical fault. The device was not in use on a patient at the time of event, there was no patient involvement.